Manufacturer narrative:
An internal investigation was initiated to determine the cause of the malfunction. After further review of the production records, no trouble was found. This unit is running normally and as designed. Inogen's investigation of the device is complete. Inogen is still pending medical records for the patient and will file a supplemental report, if necessary, when investigation is completed -or- when the information is received.

Event description:
It was reported that the patient's device displayed a yellow light. In turn, the patient provided maintenance on the device. Later, the unit then started making a loud, low bass sound and failed to provide oxygen. As a result, the patient was hospitalized wherein they received oxygen.